Event description:
It was reported that the pt experienced an underdose occurrence with the following symptoms: increased rigidity and tone, clonus, flushed, heart rate of 150, eye movement different (wide open or rhythmic movement), red and blotchy skin, sweat drops on nose, and tremor. The pt was hard to ventilate when she was so stiff. The pt was more irritable and had more pain. The symptoms began approx 3 months ago. The pt had not had any falls. It was indicated that the only change until now was that the pt had a medication change in late 2007 and it was increased 2-3 times since then. Specifics were not provided. The pt was at home at the time of this report. An x-ray was performed and it was determined that the catheter tip was correctly placed. The concentration and daily dose of baclofen being delivered via the pump were not provided.

Manufacturer narrative:
.